Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately in 1989.

Event description:
The patient was revised to address poly wear and osteolysis.